Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment setup, the wheel of a prismaflex machine was observed to be damaged. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H:10 the actual device was evaluated on site by a baxter qualified technician. Visual inspection and functional test observed there was damage to the base thread. To resolve the issue, the qualified technician replaced the front left wheel. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.